Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported experiencing recurring connectivity between the personal diabetes manager (pdm) and continuous glucose monitor sensor resulting in the patient experiencing hyperglycemia. The patient's legal guardian later referenced a diabetic coma that occurred on (B)(6) 2026. Clinicians later indicated the system appeared to function correctly, though the cause remained unclear. The legal guardian expressed safety concerns, noting that when the system loses the sensor signal the controller delivers only programmed insulin and cannot respond to glucose levels, leading to persistent hyperglycemia and manual injections. Additional information regarding this event is being solicited, a supplemental report will be submitted should any information become available.